Manufacturer narrative:
Medical safety officer reviewed the event and noted there was no device malfunction and/or adverse event during support to the patient. High motor current spike after the patient was declared dead. Impella was stopped by the physician, and the patient to ICU for postmortem care. After, the patient spontaneously began to have a pulse and respirations after time of death was called. The impella was restarted. However, a decision made to insert new impella cp. Device status: the impella device was not received from the customer at the time of this MDR writing, therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the impella cp was placed for bailout after a noted possible dissection of the right coronary artery (rca), which led to the cardiac arrest of the patient. Resuscitation efforts were eventually ceased, and time of death was called. High motor current spike after patient was declared to be deceased, and impella was stopped by the physician. The patient was transferred to the ICU for postmortem care and once in the ICU, the patient's heart rate spontaneously commenced, and patient began to independently breathe. (Note: the time in between death declaration and heart rate commencing is unknown. However, it was estimated to be 10 minutes). The impella cp device was restarted. However, a decision made to insert new impella cp, and coronary artery bypass graft surgery was continued, completed bypassing the rca. The patient¿s chest was left open, and the patient was very volume deficient. The patient was transferred to the intensive care unit for further support. However, the patient continued to deteriorate, family decided to withdraw care, and the patient expired.

Manufacturer narrative:
The product with event logs were received, and the investigation was completed. Device history record review was completed, and the pump passed all post sterile inspection checks. Clinical details reported pump stoppage with failed restart after the patient was transferred to the operating room, and impella support was reinitiated after the patient was pronounced dead. The returned pump had no visual abnormalities and was able to run in the lab with no pump stops. The data logs confirmed the pump was stopped by physicians for about 13 minutes before restart. The pump was restarted and was at p-1 when there was an 'impella stopped - motor current high' alarm. The motor current had risen from 200s to 500s before alarm and there were placement signal spikes and a drop in motor speed with flows dropping to 0 as pump stopped. The logs showed the pump position was in the ventricle during final minutes of support. Logs showed a failed restart attempt with another 'impella stopped - motor current high' alarm. The cause of the issue was not determined as the returned pump functioned as expected and limited clinical information was provided to confirm clinical timeline and events. H6. Investigation: type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
Additional information noted the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly. Sections d.9 and h.6 investigation type, findings and conclusion codes were updated accordingly. E.1 zip code extension was added as it was inadvertently omitted from the initial manufacturer report number 1220648-2025-46090.